Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The ok keypad button had intermittent response and required excessive force to evoke a response when pressed. All the other keypad buttons were appropriately responsive and had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under all the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.